Manufacturer narrative:
As reported by the patient/initial reporter through the medical affairs department, the patient had one (1 each) palmaz large 29 mm. Stent implanted and three (3 each) unknown stents placed in unknown vessels, following symptoms described as ¿because of my disease the tissue was adhering to my groin, I couldn't walk they had to open up my arteries to get blood flow to my legs¿, which could not be further clarified. Approximately ninety-five months after the index procedure, the patient had one smart control stent, and two palmaz genesis stents placed in unknown vessels, following unknown symptoms described as "I couldn't walk", "I didn't have a pulse in my legs". The site of implantation for each stent could not be obtained but was described as I have nine (9) stents, six (6) in the right leg, one (1) in the left leg, and two (2) in the aorta, which could not be further clarified. Approximately nineteen years after the index procedure, the consumer reported "I'm not feeling well", which was not clarified. No additional information could be obtained including physician contact information, and medical history, or concomitant medication use. Approximately nineteen years after the index procedure, the patient reported "I'm not feeling well", which was not clarified. No additional information could be obtained including physician contact information, and medical history, or concomitant medication use. The device remains implanted in the patient and is not available for inspection. DHR review was not performed as the lot number provided in the complaint was not recognized by the manufacturer. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular/peripheral artery disease. There are possible patient, vessel, and pharmacological factors that may have contributed to the reported event. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the patient/initial reporter through the medical affairs department, the patient had one (1 each) palmaz large 29 mm. Stent implanted and three (3 each) unknown stents placed in unknown vessels, following symptoms described as ¿because of my disease the tissue was adhering to my groin, I couldn't walk they had to open up my arteries to get blood flow to my legs¿, which could not be further clarified. Approximately ninety-five months after the index procedure, the patient had one smart control stent, and two palmaz genesis stents placed in unknown vessels, following unknown symptoms described as "I couldn't walk", "I didn't have a pulse in my legs." The site of implantation for each stent could not be obtained but was described as I have nine (9) stents, six (6) in the right leg, one (1) in the left leg, and two (2) in the aorta, which could not be further clarified. On (B)(6) 2015, the consumer reported "I'm not feeling well", which was not clarified. No additional information could be obtained including physician contact information, and medical history, or concomitant medication use. Approximately nineteen years after the index procedure, the patient reported "I'm not feeling well", which was not clarified. No additional information could be obtained including physician contact information, and medical history, or concomitant medication use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.